Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. No anomalies were found. It was noted that the defib conductor appeared distorted, and the inner tubing was kinked/buckled. The outer tubing overlay was melted, exhibited cosmetic environmental stress cracking (esc), and was breached cut. A white substance was found on both the outer overlay tubing and the exposed defib coil. Blood/body fluid was found on several conductors (not obstructed), and blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The outer insulation exhibited cosmetic depression. The helix/lobe appeared distorted/bent, and there was apparent explant damage.

Event description:
It was reported that there was a fracture in the pace/sense portion of the right ventricular lead. A lead integrity alert (lia) was triggered, there were no measurable r waves, and noise was seen. The lead was explanted and replaced. No patient complications have been reported as a result of this event.